Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. The helicoil in the ratchet extension was replaced due to it coming out. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause: complaint confirmed via inspection of the unit. There was movement present in the lock and the index knob and lock required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) seems much looser than normal and could unintentionally become unlocked. No patient injury or surgical delay has been reported.